Event description:
The reporter stated the surgeon inserted a toric silicone single piece lens and the lens tore. Half of the lens was stuck in the injector and the other half of the lens was inserted. The lens was removed with no patient injury, no incision enlargement or sutures. The injector used has not been approved with this lens.

Manufacturer narrative:
Results-visual inspection of the returned product found the lens optic torn with half of the lens stuck in the injector. There was no visible damage to the injector. There was evidence of clear surgical residue. Conclusions-(no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge was not returned for evaluation.